Event description:
It was reported that during a gastric bypass procedure, the surgeon tried using the manual release lever several times to fully try retracting the knife. But the knife refused to respond, kept on retrying but the manual release lever eventually became loose, and had to apply tension on the tissue to pull it out of the stapler jaws. The surgeon used another device as a lever between the anvil and cartridge sides of the jaws to try to reduce the tension of the jaws on the tissue, while pulling it out of the jaws. He then completed the procedure with another new stapler. There was an increase of operative time and damaging the tissue due to the tension applied.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.